Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the connection was lot during pacing of a patient. The outcome of the involved patient is not yet known.